Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal gastrointestinal/pelvic floor. It was reported that the patient requested assistance adjusting their settings because they thought their bladder was totally empty this morning and it wasn't which made them run 2 hrs late (sudden onset0. Using the programmer, it was determined that the stimulation was on. The patient increased the stimulation from 2.4 volts to 2.7 volts where it was felt in the correct bike seat area. They were redirected to their healthcare professional (hcp) if the symptoms did not improve after the adjustment. There were no further complications reported or anticipated.